Event description:
It was reported that nim vital system not booting up, when booting up failed self-test, unusual sounds/beeps during startup procedure, significant too long start-up procedure, white pop-up windows during start-up, slow reaction time, usb-port not working properly, stimulation function stopped working after one hour of surgery, significant gap between display and frame. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: for product ID: nim4cpb1, serial/lot #: na, ubd: , UDI#: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.